Manufacturer narrative:
Initial reporter was getinge technician. Getinge became aware of an issue with one of examination lights - lucea 10/40. It was stated the cap was missing. It was confirmed by photographic evidence the cap was missing from fork. We decided to report the issue in abundance of caution as any parts falling off during examination procedure may cause infection. It was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. The claimed device was not being used for patient treatment or diagnosis when the event took place. The most probable root cause of the break of this cap is repeated and violent shocks during the use of the device. Another probable root cause is that the cap has been forgotten or deteriorated after a re-adjustment of the spring arm during the maintenance of medical device. The yearly preventive maintenance program documented in the technical manuals mentions to check the presence and fixing of the plastic covers. The cap must be reinstalled during installation or after the maintenance procedure. We strongly advise to check similar devices in the hospital in order to check the presence of all spring arms caps. If a missing cap is noticed, a new one should be ordered as spare parts. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time.

Event description:
Manufacturer's reference number: (B)(4).

Event description:
On (B)(6), 2024 getinge became aware of an issue with one of examination lights - lucea 10/40. It was stated the cap was missing. It was confirmed by photographic evidence the cap was missing from fork. We decided to report the issue in abundance of caution as any parts falling off during examination procedure may cause infection.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation.